Manufacturer narrative:
This device was manufactured to all required specifications. After a review of the maude database, this appears to be an issue that is seen often with menstrual cups. Ongoing research will be done to determine if there are ways to prevent this event from happening in the future.

Event description:
On january 6, 2026 sunny was made aware of a customer complaint via email. The customer claimed that while using the sunny cup + applicator, their cup became stuck and they had to seek medical care at urgent care to have it removed. This customer also noted that they have physical constraints, including hypermobility issues and a high cervix, that make reaching the inserted cup difficult. Once sunny became aware of this event, they reached out to the customer 2 times (january 7, 2026, and january 14, 2026) for more information. The customer has not yet responded. No further information about the event is available. Sunny believes the instructions given in the instructions for use are an adequate directive for the removal of the menstrual cup. The IFU states: "locate the base of your cup" "if you cannot reach it, gently push like you're having a bowel movement" "use the stem as a guide until you can reach the base of your cup. Pinch the base of your cup to break the seal. With the base pinched, gently pull down to remove your cup." The submission of this report is not an admission by the company that the use of the device in question caused or contributed to this event.